Event description:
Customer reported she was hospitalized due to high blood 640 mg/dl, treated with the insulin pump. Customer was throwing up and she changed the site. Customer was diagnosed with diabetic ketoacidosis. Customer was unable to continue troubleshooting because she needed a new battery and it was in her vehicle. Customer's current blood glucose was 174 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.